Event description:
Siderail is broken, account did not specify which siderail. They allege that a pt was in bed and almost fell but didn't, no injury was reported. Account alleged that pt was in bed with nurse present, and pt allegedly leaned on rh intermediate siderail and siderail gave way. Pt allegedly fell from bed, but was not injured. Pt was placed back into bed, then bed was switched out. Technician found that the latch mechanism needed lubrication on the rh intermediate siderail because it did not move up and down freely. Tsr did not see any contamination in latch mechanism. Nurse did not state if she heard an audible click when siderail was placed in 'up' position. Bed was last pm'ed by tsr link in may 2008 and is due november 2008 for next pm.